Event description:
Customer called reported an unexpected reaction on the echo. Customer had run the sample on the echo and received negative screen and negative panel results. The patient had an anti-e that was identified in gel giving weak to 2+ reactions.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready-ID, lot id101, capture-r ready-screen (3), lot r024, and r025. The customer's returned sample exhibited 4+ hemolysis; therefore, echo testing was not performed. Manual testing was performed with customer's sample using retention capture-r ready-screen (3), lots r025 and r025 (for comparison purposes). The sample was nonreactive in all testing. Hemagglutination tube testing was performed with the customer's patient sample using retention panoscreen I, ii, and iii, ot 26812. Immuadd, lot 357003-2, was used as potentiator and testing was performed at all temperatures. Sample was nonreactive with cells I and iii (e- cells) and exhibited very weak microscopic reactivity at the antiglobulin phase with cell ii (e+).